Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Reportedly, the physician believes that the suture was placed in the tissue tract, not into the vein which is likely what contributed to the malposition of the suture. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report #(B)(4).

Event description:
Medsun report# #(B)(4) received that states "suture detached during insertion prior to deploying. No patient harm occurred another perclose was used to finish the case. Vendor notified" it was reported that this was venous closure of the left common femoral vein using a prostyle device after a pulse field ablation interventional procedure using an 8f sheath. Reportedly, the suture was pulled out of the anatomy. The physician believes that the suture was placed in the tissue tract, not into the vein. The knot was formed and intact. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.